Event description:
The manufacturer service technician reported that the device blade mount separated from the front while it was being serviced at the manufacturer facility. There were no adverse consequences related to this event.